Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil sheath of the device was separated (broken off) at the proximal side. The fracture surface of the coil sheath was smooth as if it was cut with a tool such as pliers. Something biological adhered to the side of the cutter and inside of the cutter storage part. The coil sheath showed no abnormality like buckling. When the operation wire inside the coil sheath was pushed and pulled directly, the cutter opened and closed. The handle part of the device could be operated smoothly. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, we assume that the event occurred since the user tried to cut the loop without positioning the loop vertically on the loop hanger of the device and the loop got stuck in the non-blade area of the cutter. The above device handling has warned in the instruction manual as follows. Do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The user tried to cut the residual end of the loop used for ligating tissue with the device. The user could not open the device. The user could not remove the device from the patient. After that, the user cut the device. The user retrieved the device with an unspecified way. No patient injury was reported. No further information was provided.